Event description:
A patient developed high blood glucose values with the use of an induo (insulin delivery device). The doser did not work, and patient needed to go to the hospital. The patient suspected that the doser did not work due to high levels of the blood glucose after the injection. Reportedly, it was confirmed at the hospital, that the doser did not work. Outcome of the event is reported as unknown. Further information has been requested.